Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container was leaking from the injection port after compounding. There was a small leak from the rubber septum in the injection port after compounding 2.4g of vancomycin in 486ml of normal saline. There was no patient involvement. No additional information is available.